Event description:
Cannula for the biopsy (to obtain sample) separated from the base of the syringe during liver biopsy while in pt. Spoke with clinical director who stated that the physician was able to grasp end of the needle and remove it without incident. A core sample was retrieved at that time. The pt did not sustain any injuries or require add'l medical intervention. The pt is doing well at this time.